Manufacturer narrative:
Device returned to MFR: the returned product consisted of the proximal end of the was. The distal end of the device was not received. The sheath appeared to have been cut. The valve was partially closed as-received. Microscopic examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded, it could not be determined when the thread damage occurred. Functional testing of the valve confirmed the ability to completely close the valve with minimal force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The reported issue was not confirmed. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2016. A watchman access system was positioned in the laa. The dilator was removed, but the hemostasis valve could not be closed. The hemostasis valve was completely untwisted and they attempted to close it again slowly, but they were unsuccessful. Approximately 100 ml of blood leaked out of the watchman access system as the valve was open. The device was removed and the procedure was completed successfully with another watchman access system. There were no patient complications and the patient's condition is stable.